Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast catheter. The customer states: surgeon had to cancel a closurefast treatment because, the guide wire dispersed (got loosened) in its separate components. Guide wire could not removed out of the lock/catheter (positioning system) because wire got stuck in the lock. Lock and wire had to be removed together. No continuation of the treatment possible. Patient will be treated this week again.